Event description:
After the iab was inserted itno the sheath, massive blood was noted in the tubing. The iab was removed and another was inserted. The following was rpt'd to co on 9/3/97: when the catheter was only inserted 1/3 of the way into the sheath, blood was noted leaking from the device. Event complications: none from the event - rpt'd 8/8/97, 9/3/97. Pt current status: unk - rpt'd 8/8/97, 9/3/97.

Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Co has incorporated this channeling phenomenon in its instructions for use for all stat iabs.